Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
"It was reported that a patient underwent a revision surgery due to infection more than one year after initial surgery (total reversed shoulder prosthesis implanted in 2017) additional comments: explantation of the antibiotic spacer done on (B)(6) 2019 and implantation of a reversed fracture stem. Patient ID: (B)(6)".

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.